Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to end of life (eol) indicators which was set by long charge times. It is suspected that the device did not meet the expected longevity.